Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun with a serum-separating tube (sst) and with a heparin tube, and the corrected result was reported to the physician(s). The laboratory then reran other patient samples with both sst and heparin tubes, and additional discordant results were found. The discordant results had been reported to the physician(s). It is unknown if corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, the fse cleaned the rotor assembly, removed all wash 1 deposits from the incubation ring, and replaced the waste probe guide and tubing, the waste tubing, anf the wash guides. The fse also replaced the acid, base, and wash 1 solution. The fse ran quality controls, all of which were within range. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.